Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/22/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was received: after investigation, the child was a 6-year-old girl who underwent posterior thoracolumbar surgery on (B)(6) 2022 (the specific diagnosis and surgical name of the child were unknown). The operator used the pdp358t to perform the thoracolumbar fascia suturing in the way of interrupted suturing. The needle tip breakage occurred during suturing (the specific length of the broken end of the needle tip was unknown), the operator immediately looked for the broken needle and found it. After removal of the broken needle, the integrity of the needle was checked. After confirming that there was no residual foreign body in the child's body, a new suture was replaced (the specific product information was unknown) to continue the suturing. The subsequent operation went smoothly. This event did not cause harm to the child. No subsequent adverse events were reported.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The needle broke when sewing in surgery. They took out the broken part and fit it with the broken end successfully. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. Did the needle fall into the patient? If yes was the needle piece removed from the patient during the same procedure? Were x-rays taken to locate the needle? What is the patient¿s current health status and condition? Was any other tissue damaged as a result of searching the needle? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.